Event description:
It was reported that the patient has expired. No further details were provided. Information learned from implant patient registry. Through follow-up with the health-care provider, it was learned that the implant duration was less than a month. The device was not explanted, hence is unavailable for return. However, the cause of death remains unknown. Two operative reports were provided by the surgeon's office (dated 2009), which both concluded with: patient was taken back in "stable condition". No further information regarding the patient's death was learned. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider, the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.